Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that a versacross connect left atrial appendage closure (laac) access solution kit has been selected for use for a watchman flx procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure the physician mentioned that the j-tip mechanical guidewire got stuck in the dilator while it was being advanced over the wire. During this time, the guidewire was exposed to the patient, the guidewire and dilator were then removed altogether and the procedure was completed successfully using a different device (different model). No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
This is a supplemental MDR to report the investigation results (MDR aware date 30oct2023). The device was returned for analysis. The mechanical guidewire wire returned in 1 piece (not fractured), with visible kinks towards the distal end, still stuck inside the versacross dilator. The mechanical guidewire also exhibited coil stacking, and coating loss due to excessive contact/friction with the versacross dilator. In addition, sectioning images of the versacross dilator tip indicated that the radio opaque (ro) coil was defective from the manufacturing process, further contributing to the issue. Also, the field b5 (describe event or problem) was updated.

Event description:
It has been reported that a versacross connect left atrial appendage closure (laac) access solution kit has been selected for use for a watchman flx procedure indicated to treat a case of atrial fibrillation (a fib). During the procedure the physician mentioned that the j-tip mechanical guidewire got stuck in the dilator while it was being advanced over the wire. During this time, the guidewire was exposed to the patient, the guidewire and dilator were then removed altogether and the procedure was completed successfully using a different device (different model). No patient complications reported. Product is expected to return for analysis. This product is part of the 97072033-fa epflex guidewire obstruction advisory commencement advisory for the j-tipped mechanical guidewires.